Manufacturer narrative:
(H3,h6): manufacturing representative went to site to test the system, replaced the cable chain, rotor switch and completed source to detector alignment and all calibrations. Completed full system checkout. All tests passed successfully, the system was fully functional and ready for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: -, ubd: , UDI#: product ID: bi71000457, serial/lot #: -, ubd: , UDI#: product ID: bi71000324, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, candlesticks and x-ray tube cable assembly passed continuity testing. Visual inspection shows damage to cable jacket on the anode high voltage cable. Damaged cable. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not able to open. The site stated that they were able to ratchet it open but when the door was closed, they are unable to open by pressing buttons on the pendant. The site stated that when attempting to press open on the pendant, there was a clicking noise but the system did not open. There was no patient involvement.